Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing resulting in inhibition of pacing for 4.5 seconds. Technical services (ts) reviewed available device data and noted it appears to be myopotential oversensing. Review of other lead diagnostics suggest stable lead performance and in-range trends over the past year. Presenting electrogram (egm) is clean/artefact free. Automatic threshold tests suggest consistent tests with all channels having a similar number of tests performed. In-clinic evaluation to assess myopotential noise/oversensing was recommended, as was adjusting sensitivity if clinically appropriate. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing resulting in inhibition of pacing for 4.5 seconds. Technical services (ts) reviewed available device data and noted it appears to be myopotential oversensing. Review of other lead diagnostics suggest stable lead performance and in-range trends over the past year. Presenting electrogram (egm) is clean/artefact free. Automatic threshold tests suggest consistent tests with all channels having a similar number of tests performed. In-clinic evaluation to assess myopotential noise/oversensing was recommended, as was adjusting sensitivity if clinically appropriate. No adverse patient effects were reported. Additional information received indicates in-clinic evaluation was conducted: oversensing was reproduced with the valsalva maneuver. Sensing was reprogrammed with no oversensing noted afterwards. There has since been a remote check which also showed no evidence of oversensing.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.